Event description:
It was reported that a malfunction alarm, identified as malf 9, occurred. The customer's blood glucose level did not exceed 500 mg/dl, and thus there was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.